Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported diabetic ketoacidosis. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the patient that patient had elevated blood glucose (bg) levels while wearing the pod. Patient attempted to correct elevated bg by giving themselves a bolus. Patient was not successful in decreasing their bg with bolus. Patient felt ill and vomited; patient subsequently went to a local emergency room (ER) on the evening of (B)(6)2017. Patient was diagnosed with diabetic ketoacidosis while at the ER. Patient was then admitted to the intensive care unit from an unknown date through (B)(6)2017 where patient was put on insulin drip through IV.